Event description:
It was reported to boston scientific corporation that during a therapeutic placement of a rapid exchange biliary stent system on a male, the inner guide catheter detached during the stent deployment. The physician retrieved the catheter using a forceps and successfully completed the procedure with this device. The pt's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.